Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic bronchoscopy, a chipped rubber piece from the biopsy valve fell off just after entering the bronchial branch. The fallen piece was retrieved by suction. The procedure was completed with a similar device with a delay of less than 30 minutes. There were no reports of patient harm.